Manufacturer narrative:
Date of event: (B)(6) 2021. The device was returned to olympus for evaluation and the device evaluation determined the glue on the forceps cover was peeling. In addition, the light guide lens and the black covering of the bending section were both found to be cracked, the light tube was collapsed, the probe was loose and the glue was peeling on the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The user facility returned an asset evis exera ii ultrasound gastrovideoscope to the olympus service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, the forceps cover glue was found to be peeling. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the most likely cause of the peeling adhesive was an external force applied to the distal end as a result of handling. Olympus will continue to monitor the field performance of this device.